Manufacturer narrative:
Device labeling addresses the event of seroma as: for primary augmentation patients, seroma rate = 1.6%. Primary reconstruction patients = 1.0%. (Other complications.) Swelling = 7.1% (core study, in the labeling for silicone implants). "After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma..." Device labeling reviewed: there were no reported events of lymphoma/alcl, in the core study, in the labeling for silicone implants.

Event description:
Healthcare professional reports via (B)(4), a case of late seroma and lymphoma. This report comes from an unidentified healthcare professional. The (B)(4) notes: "to whom it may concern: pursuant to the partnership between the FDA and concerning breast implant-associated alcl, we are reporting a case of alcl (anaplastic large cell lymphoma) associated with a breast implant. Pt first presented after having had breast augmentation several years prior. She had noticed swelling of the left breast which eventually became painful and caused her to seek treatment. Workup eventually revealed seroma around the breast implant; the fluid came back as cd 30 positive, alk negative, consistent with anaplastic large cell lymphoma. Her implants were removed bilaterally, and it is felt that this is adequate treatment for the problem. She continues to undergo surveillance by us in addition to the hematology/oncology team. Of note, she was found to have nonruptured 410 cc textured silicone implant may be cui (not available in the united states). The pt's care was coordinated between the plastic surgery and the hematology/oncology teams. Breast implants removed; not replaced. Pt will undergo surveillance with MRI and ultrasound."